Event description:
It was reported that pump touchscreen was delayed in responding to touch. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform troubleshooting.